Event description:
Patient admitted to hospital for removal and replacement of breast implants and correction of breast deformities secondary to motor vehicle accident in march 2001. Right breast implant was deflated.